Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Prior to the out of range values, the shock impedances values were 92 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).